Manufacturer narrative:
Per the clinic, the patient experienced a wound dehiscence at the implant site. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on july 17, 2024.

Event description:
Per the clinic, the patient experienced infection at the implant site, exposing the receiver/stimulator. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 13, 2024.